Event description:
It was reported that the patient was experiencing pain at the pocket site. The doctor advised that since the patient was implanted recently, it could be incision or surgical pain and would subside. The patient continued to have significant pain, but no redness, swelling or draining. The doctor believed there may have been a hematoma behind the battery or it might have been rubbing on a nerve. There was a pocket revision on (B)(6) 2025, but there was no hematoma behind the battery. The doctor believed it was either too superficial or pinching a nerve, but it did not appear to be too superficial. There was no change to the patient's pain. The patient stated they did not have any issues with the actual therapy itself.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.